Manufacturer narrative:
(B)(4).

Event description:
The caller reported that in about two weeks of use the tube cracked. There was no harm reported. There was no report of any intervention (recannulation) performed.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the pvt valve presents a crack, at the time of inflation. Information has been added to the database and trends will continue to be monitored.